Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from 21-apr-2023 revision notes: severe pain in knees with failed polyethylene of the patella with dissociation and significant lateral tracking, patellar button dissociated and sheared from its pegs. Noted softening and osteolysis when femur excised. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patellar implant is loose and displaced and appears fractured. There is lateral patellar subluxation. Femoral and tibial implant fit is maintained. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00596205014 - articular surface - 60314808. 00596401752 - femoral component - 60542457. 00598005701- tibial component - 60540831. 00598009000 - stem extension replacement screw - 60568786. 00596009900 - taper stem plug - 60620545. 61911001 - howmedica bone cement - rjn291. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01454.

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty. Approximately 16 years post implantation, the patient was revised due to pain, swelling, mcl laxity, and patellar dislocation. During the revision, synovitis, osteolysis, scar tissue, patellar button disassociation and shearing from its pegs was noted. All components were exchanged without complications.